Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-12 h6: investigation summary a review of the device history record was completed for this batch 9316429. Product was manufactured at the bd sumter site in november 2019. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. There were no qns or ncmrs associated with this batch. Three (3) photos as well as 1 physical sample were received for review and analysis. The photos and sample confirm the reported issue of a broken trigger arm. Therefore, this complaint is confirmed. In addition, bd sumter conducted retraction- lock-out testing on 30 retention samples for batch 9316429. All 30 samples passed the test with no defects observed. Bd is able to confirm the customer¿s reported failure from the photos and customer sample received. Based on investigation results, this complaint is confirmed. The root cause of the broken trigger arm on the hub is still under investigation. The crack is located at the base of the button. Further investigation is being carried out relating to this issue. Awareness has been created in the quality, engineering and operations departments.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set experienced retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: the customer stated "when the health care provider pressed the button after blood collection, the button component was broken and popped out. IV needle has been retracted. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set experienced retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: the customer stated "when the health care provider pressed the button after blood collection, the button component was broken and popped out. IV needle has been retracted."